Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Cts provided information on how to reset the pump and assisted the caller in resetting the device, after which the malfunction did not recur. Customer may continue using the pump and was advised to call back if further issues arise, which the caller acknowledged and understood.